Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are f/u with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).

Manufacturer narrative:
The device was returned to maquet for evaluation. Signs of clinical use and slight evidence of blood were observed. No blood was observed in the delivery tube. The seal was returned outside the device in a fully unraveled state. No blood was observed on the seal. The tension string was cut. No defects were observed to the loader, delivery device, seal and tension spring assembly. The device was returned in a completely deployed state. It was unable to evaluate the seal for delamination because it has been fully unraveled. Based on the condition of the device as returned, the reported complaint was unable to be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal was cracked on the heartstring iii proximal seal. A replacement device was used to complete the procedure. Surgical time was extended for 3 minutes. The hospital did not report any pt effects.